Event description:
It was reported that the balloon ruptured. The 75% stenosis was located in the moderately tortuous and moderately calcified right posterolateral artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon third inflation within nominal pressure, it was noted that the balloon ruptured. The device was simply removed. The procedure was completed with another of the same device. There were no patient complications.